Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on 01/19/2015 the patient experienced elevated blood glucose (bg) of 476 mg/dl with headache, nausea, and symptoms of dehydrations. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The reporter alleged that the insulin on board (iob) was not calculating correctly into the bolus total. Troubleshooting confirmed that the iob feature was turned on. The reporter noted that with a current iob of 1.03units, bg target of 120 +/- 10mg/dl, current bg of 200mg/dl, and carbohydrate amount of 60g, the bolus calculation recommended 2.0units. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an insulin on board issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on normally with functional auditory and vibratory features. A review of the pump history indicated that the pump was manually suspended on (B)(6) 2015 at 14:34 and manually resumed at 15:25. The pump was then again manually suspended at 15:34 and deliveries were not resumed. An ezcarb bolus was calculated using similar settings from the original complaint: iob 1.05units, bg target 120 +/- 10mg/dl, current bg 200mg/dl, and carbohydrates 60grams. Using these settings, the pump correctly recommended a 2.0unit bolus. It is a normal function of the pump that when current bg is above the target bg range, the iob is not subtracted from an ezcarb bolus. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.